Event description:
It is unclear were the leak is. While in the pt, the fluids leaked from the skin post flushing the line.

Manufacturer narrative:
Returned for eval is one broviac 2.7 fr catheters. The complaint of a subcutaneous leak is unconfirmed. No leaks were observed with the catheter during functional testing. The complaint incident could not be replicated in the lab setting. Occasionally, fibrin sheaths will from over a catheter's opening encapsulating the catheter. This can result in solutions administered through the catheter exiting the catheter's distal tip and traveling back up the catheter through the lumen created by the fibrin sheath over the catheter's exterior surface. Fibrin sheaths can also impede flow, making aspiration difficult. Fibrin sheaths can be dissolved using chemical solutions recommended by the product IFU. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.